Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and found the waste drain tubing from the white blood cell bath to be crimped. The fse replaced the tubing to ensure proper routing and noted proper fluid flow. The fse also performed start-up, reproducibility, and controls with results in range and with no noted errors. Associated MDR: 1061932-2014-01184.

Event description:
The customer reported erroneous complete blood count (cbc) results were generated on the coulter hmx hematology analyzer with autoloader for three patients. This report refers to the patients whose treatments were not affected. The instrument generated false high or low results for white blood cell (wbc) count and/or hemoglobin (hgb) for two patient samples; erroneous results were reported out of the laboratory and there was no change in treatment for the two patients. Upon discovery of erroneous results, all samples back to the last good quality control (qc) result that day were sent to an alternate laboratory for verification of results; the patient samples were tested on an unknown instrument and the results obtained are considered correct.